Event description:
It was reported that during an implant procedure, is-1 connectors of existing leads could not be inserted to the device of this cardiac resynchronization therapy defibrillator (crt-d) . The crt-d was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, is-1 connectors of existing leads could not be inserted to the device of this cardiac resynchronization therapy defibrillator (crt-d) . The crt-d was removed and replaced prior to pocket closure. No adverse patient effects were reported.